Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a possible under delivery anomaly as they observed back flow in the tubing and swelling observed in the site which was due to insulin not being delivered. The customer also stated that they observed a discrepancy in reading between sensor glucose and blood glucose values and received a change sensor alert. The customer reported blood glucose value of above 300 mg/dl. The customer reported symptoms like nausea. The customer was admitted to hospital and treated with intravenous insulin infusion and subsequently recovered at a clinic. The event involved product(s) mmt-1886. Troubleshooting was not performed, but it was noticed that the discrepancy between the sensor glucose value of 150 mg/dl and blood glucose value of 100 mg/dl was not within the target range of 30%. No further patient complications were reported. No product return is required for mmt-1886.